Manufacturer narrative:
The customer reported problem was confirmed. Technical recommended transferred manjit to com to obtain rga number and send unit in for warranty repair. A review of the device history record in sap for sn(B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: manjit had a communication error on lvp8100 sn (B)(4). Pcu did not recognize the lvp. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I transferred manjit to com to obtain rga number and send unit in for warranty repair.